Event description:
It was reported that the user experienced recurrent infusion set failures while using the ilet, with a highest reported glucose of 302 mg/dl, and paused pump insulin delivery after suspecting the current site was faulty; the user disconnected and administered insulin via a novolog flexpen, and later confirmed a bent cannula on the infusion set. Symptoms included hyperglycemia and irritability. Outcomes included an unexpected medical intervention because medication via pen was required. An additional outcome classification of serious injury or illness was recorded. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings were available, with insufficient information regarding the device problem and device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.